Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown "posterior fixation at levels t12 to l3 because of l2 burst fracture. The vertebrae l2 was lost 40% height and the bone fragment was 50% inside the central canal. Patient was experiencing hard pain."